Event description:
During coil embolization of an unruptured aneurysm the middle cerebral artery (mca), the aneurysm ruptured as the guidewire and microcatheter passed through. The physician did not relate the event to the device but rather to the disease state of the patient.

Event description:
During coil embolization of an unruptured aneurysm the middle cerebral artery (mca), the aneurysm ruptured as the guidewire and microcatheter passed through. The physician did not relate the event to the device but rather to the disease state of the patient.

Manufacturer narrative:
The upn and lot number of the device is not known, however the user facility reported that the device subject of this complaint was an excelsior xt-27 microcatheter. (B)(4): device not returned to manufacturer for analysis.

Manufacturer narrative:
Conclusion: other for anticipated procedural complication. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Patient aneurysm burst is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.